Event description:
The account alleged that the beds audible alarm for bed exit is not very loud. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.